Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Reported event occurred on (B)(6) 2012 during a pacemaker and bipolar lead implantation procedure. Prior to implantation, ventricular pacing polarity was set to bipolar configuration for the automatic phase at implantation. After several unsuccessful attempts to contact the pacemaker to the lead, associated with several ventricular pauses, lead connection was eventually successful and pacing was observed. However, the pacemaker was delivering unipolar pacing, while pre-programmed in bipolar pacing configuration. Therefore, after pacemaker insertion within the pocket, reprogramming of the pacing polarity was tried, but the programmer displayed an error message, so that pacing remained unipolar. An analysis is requested, as well as an explanation as for why the pacing configuration could not be programmed in bipolar. On (B)(6) 2012, pt went to hospital because of a head injury caused by a syncope. An x-ray image was then taken, revealing a bad connection of the ventricular lead. Re-intervention was performed, so as to properly reconnect the lead, but it was unsuccessful. Physician notably noticed that the lead was completely loose and that blood came inside the port. Device was eventually replaced and will be returned for analysis. It should be noted that, after surgical procedure was over, physician tried to insert an is-1 plug inside the ventricular port of the discarded pacemaker. After many unsuccessful attempts, he finally could insert the is-1 plug by applying a great force. After screwing the setscrew, the lead was then properly tightened.